Event description:
Boston scientific crm received information that this atrial lead appeared to be fractured per a chest x-ray.

Manufacturer narrative:
At this time, no intervention has been performed. Should additional information become available, this event would be updated as necessary.